Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following implant of a left ventricular assist device (lvad), this system exhibited oversensing, an inappropriate shock, pacing inhibition, low r-waves measurements and high pacing threshold measurements. The physician performed an x-ray and stated there was an unusual bend in the lead suspected to have caused the mechanical failure of the right ventricular (rv) lead. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.